Event description:
M.d. Suggested that there may be a crack somewhere in the catheter of the right subclavian quad lumen central line since there was an increase in serous drainage coming from the insertion site with upward titration of phenylephrine without positive response in pt's b/p.